Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific advantage were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and american medical systems perigee with intepro was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and urethral dilation due to urethral stenosis and bladder prolapsed. It was reported that the patient underwent lynx retropubic sling on (B)(6) 2009 due to sui. It was reported that the patient underwent pinnacle posterior repair on (B)(6) 2010 due to pelvic relaxation with posterior vaginal defect.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent an anterior colporrhaphy with biologic graft surgist, removal of mesh erosion on (B)(6) 2008, due to recurrent cystocele, and mesh erosion. It was reported that the patient underwent anterior vaginal colporrhaphy with the ams perigee intepro permanent, polypropylene graft with bilateral iliococcygeus fixation and apical support, and cystoscopy on (B)(6) 2009, due to recurrent right lateral cystocele, failed previous procedure, and vaginal vault prolapse. No additional information was provided.